Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting oversensing of noise. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, noting that the therapy was appropriate per the rhythm strip, but was delivered due to double counting. Smartpass was disabled. The rate was below programmed zone. In engineering tools, the rate accelerated into vt zone without double counting, then due to change in rate profiles, t wave or qrs double counting started. Rhythmcare provided programming options, change vectors and extend smart charge therapy was appropriate on the arrythmia, but the arrythmia was not in therapy zone, from the device point of view, inappropriate therapy. The device remains implanted. No adverse patient effects were reported.